Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this reprot complete to the best of our knowledge.

Event description:
The customer reported that the pump alarmed. Assisted customer with clearing the alarm. Run manual prime test followed by 5u fixed prime test. Customer was not disconnected and received an over infusion during manual prime. The customer had headaches and dim vision. Advised customer to stay disconnected from pump and drink juice. The customer stated that she was not connected to pump all night long. Then paramedics were called out assit customer's low bgs.